Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, cable perforation and water tightness failures were confirmed. Therefore, it was determined that the video did not function properly due to a hole in the cable or improper water-tightness, resulting in the phenomenon of ¿blurred image¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was not confirmed. It was noted that the device failed the leak test and there was a puncture on the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd 3cmos autoclavable camera head had image problem, the image is fuzzy. The issue was noted during the preparation for use. There were no reports of patient or user harm associated with this event.